Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer¿s products have not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from a coaguchek inrange meter. The laboratory result was 3.7 inr and the meter result was 5.2 inr. The laboratory result was 5.6 inr and the meter result was 7.4 inr. The laboratory reagent was stago neoplastimal. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.